Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low blood glucose level of 50 mg/dl. The customer's blood glucose level was 135 mg/dl and sensor glucose level was 269 mg/dl at the time of the incident not within acceptable range. The customer was treated with juice box and chocolate. The blood glucose level were 105 mg/dl, 180 mg/dl and sensor glucose level were 104 mg/dl, 250 mg/dl. The customer stated that the blood glucose was high tonight. The customer stated that the insulin delivery was not suspended due to sensor glucose values. The insulin pump will not be returned for analysis.